Event description:
It was reported that the immediately after inserting the transray plus 35cc intra aortic balloon(iab) catheter trp3546 operating it, sensor calibration could not be performed, so it was replaced with another trp3546. It was discarded and the balloon could not be retrieved.

Manufacturer narrative:
The device has been discarded and not returned to the manufacturer so we are unable to complete an evaluation. A supplemental report will be submitted upon completion of our investigation. Complaint record ID #(B)(6).

Manufacturer narrative:
Update fields: b4, d9, g3, g6, h2, h6 (type of investigation), h11. Corrected fields: d4 (lot and UDI). No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference ID: (B)(4).